Manufacturer narrative:
Device evaluation in process. A follow-up report will be submitted upon completion.

Event description:
It was reported that the patient underwent a tlif procedure at l3/l4 on (B)(6), 2014. In (B)(6) 2014 another procedure was performed to extend the original construct to include l4/l5. Revision was then performed on (B)(6), 2014, to address fracture of the (B)(4) 5.5mmx 50mm s-lok polyaxial screw located in the left side of l5. It was also noted the right side l5 pedicle (bone) was fractured. All hardware was removed and new hardware implanted.